Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed but the cause was undetermined. One 5 fr dual-lumen (d/l) powerpicc was returned for investigation. The d/l tubing extended just beyond the 29 cm depth mark, which indicates that the catheter length had been modified. A breach was observed in the d/l tubing just distal to the molded bifurcation. The breach was contained to a 0.5mm x 0.5mm area. A portion of the material around the hole appeared to be rounded and pointed inward. Greater damage was observed on the external surface of the tubing than on the inner lumen wall, which indicates that the hole was most likely created from an external source. A lot history review (lhr) of recv2497 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported PICC was found leaking when doing flush test, a leak was from the base of catheter near the suture wing. No patient injury reported.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recv2497 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported PICC was found leaking when doing flush test, a leak was from the base of catheter near the suture wing. No patient injury reported.